Event description:
Pt with diagnosis of infertility was undergoing a diagnostic laparoscopy and hysteroscopy. The first trocar was placed within the umbilicus. The second trocar, a 5mm, was placed suprapubically, and a blunt probe was later placed in this site for exploration. During this time, superficial bleeding was noted at this trocar site. The deep tissue was closed, but the peritoneal site continued to bleed. In order to stop the bleeding at the second trocar site, a third trocar site was placed to the side of the second and the peritoneal bleeding at the second was stopped by coagulation with bipolar forceps. A cystocopy revealed 2 small lacerations,3 mm each, near posterior wall of the bladder, inferior to dome of bladder. These were not bleeding but showed signs of recent bleeding. Pt's bladder was filled with sterile saline, and there was no extravasation of fluid into abdomen. Estimated blood loss. Pt remained in the hosp for two days & had no bleeding from bladder. The foley catheter was removed 2 wks later-after a cystogram showed no extravasation.